Event description:
A medtronic rep reported that while cleaning his solera 5.5mm cannulated tap, after it was removed from the hospital, he found the tap was clogged. He attempted to clean the tap and the guide wire also became lodged in the tap. This was not discovered during a procedure. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued. Eval of returned part finds that as reported, the tap is blocked and a guide wire is broken off inside. Replacement part shipped (B)(4) 2012.